Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 820 mg/dl. Customer blood glucose at the time of incident was 400 mg/dl and current blood glucose was 349 mg/dl. The customer experienced symptom such as nausea. The customer was treated with manual injection. The device is not expected to be returned for analysis.